Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) detected intermittent high out-of-range right ventricular (rv) lead pacing impedance measurements. Current measurements are within normal limits. Boston scientific technical services (ts) reviewed the device data and noted that there is no evidence of noise and the patient does not appear to be pacemaker dependent. Ts recommended performing aggressive isometrics and pocket manipulations in an attempt to reproduce the high impedance condition. Ts also recommended obtaining a high-resolution x-ray to assess for under insertion of rv lead in header. No adverse patient effects were reported. As of today the device remains in service.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
New information received indicates that the system was explanted. A boston scientific field representative did not participate in this procedure and no additional information was provided.